Manufacturer narrative:
Date initial report sent: 12/12/2007.

Event description:
Procedure: unk. According to the reporter: the client is reporting that a small metal part of 3 to 4mm long fell on the operating site and the locking ring opened during the operation. There were no patient injuries reported.